Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that a PICC was fitted on (B)(6) 2023 using securacath. On (B)(6) 2024 a breakage in the elbow area of the arm was noticed during use. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a PICC was fitted on (B)(6) 2023 using securacath. On (B)(6) 2024 a breakage in the elbow area of the arm was noticed during use. No other information provided, at this time.